Event description:
The laser system had overheating and then powerdrop. We are unaware about delay on treatment or pt injury.

Manufacturer narrative:
The laser system had problem at cable of diode power-supply, this condition created overheating and then powerdrop. We are unaware about delay on treatment or pt injury.